Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = a worldwide complaint database search found one additional related report against the provided product code/lot code combination involving mom symptoms but was from over ten years ago. As this is only the 2nd report since release for distribution, a records review will not be performed at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2008 (exact date is unknown), the patient underwent the surgery via tha with the stem in question. On an unknown date, the metallosis was confirmed. On (B)(6) 2020, the patient underwent the revision surgery and in the revision the stem was replaced with a new device. The surgery was completed successfully without any surgical delay. No further information is available.